Event description:
Sorin group received a report of a leak from the fiber housing of the d903 avant adult hollow fiber oxygenator during priming. The oxygenator was changed out prior to going into bypass and there was no pt involvement.

Manufacturer narrative:
The incident date was not provided. Sorin group (B)(4) manufactures the d903 avant adult hollow fiber oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). This medwatch report is being filed in response to the case being reported to the country's local competent authority. The oxygenator was returned to sorin group (B)(4) for investigation where it was subjected to visual inspection and leak testing. No structural defects or abnormalities were noticed during visual inspection. Leak testing confirmed the reported issue and isolated the leak source to a single broken fiber in the outer layer of the fiber bundle. Sorin group (B)(4) stated that it is likely the damage was caused after manufacturing, from additional stresses such as sterilization and transport of the fiber. Sorin group (B)(4) has opened a CAPA to further investigate the issue.